Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the numbers on the insulin pump were scrolling, on their own, without the customer pushing any buttons. The customer removed the battery and the buttons became unresponsive. The customer's blood glucose was 152 mg/dl. The customer stated that the insulin pump had been dropped in the past, but not recently. The call was disconnected and the attempts of call back were unsuccessful. Voicemail was left asking the customer to call back. Nothing further was reported.